Manufacturer narrative:
A device evaluation is expected, but the product has not yet been received.

Event description:
During a coronary stenting procedure, the cypher select + 3.00x23mm stent failed to deploy due to a crack in the hub.